Event description:
It was reported that an infusion set was deployed incorrectly when the user pushed the inset infusion set into place rather than pulling it back as instructed, causing the tubing to catch and stick, after which a new infusion set was used; on a subsequent attempt, the user again pushed the infusion set into place despite instructions. There were no reported clinical effects. Outcomes included no alerts or alarms and no medical intervention. Investigation included troubleshooting and user education on correct infusion set deployment. Investigation of this case revealed improper user technique during insertion leading to infusion set and tubing handling issues consistent with incorrect deployment. It was concluded, based on previously established findings for similar reports, that the cause was user error related to handling and adherence to instructions for use.